Manufacturer narrative:
H3: the pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was minimal. Which eliminates this factor out as potential causes. The braid was positioned in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline had not been placed in a vessel bend when it failed to open, and no segment of the device was positioned in a bend. No additional steps or devices, such as resheathing, wire, catheter, or balloon, were attempted, and the device was not resheathed. Following the failure to open, the second pipeline (ped 2-500-20, d044999) was also confirmed to be damaged. The cause of the pipeline failure to open was not determined.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229627680); implant date n/a; explant date n/a; product ID: fg15150-0615-1s (lot: 229655205); implant date n/a; explant date n/a; product ID: ped2-475-20 (b708223); implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline flex with shield devices of different models and lots that failed to open at the distal end. The patient was undergoing a procedure via femoral access for flow diverter treatment tandem aneurysm of the lateral wall of the c6 ophthalmic artery and posterior communicating c7 segment. The aneurysm was unruptured with saccular morphology. The aneurysm max diameter was 3mm and the neck diameter was 2.8mm. Patient's vessel tortuosity was minimal. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was delivered and positioned without issue. The pipeline shield (ped2-475-20, lot: b708223) was delivered and deployment of the tip started at the m1 straight vessel segment. However, there was difficulty opening the distal end of the pipeline stent. About 10mm of the stent was deployed and the surgeon waited approximately 20 seconds. The stent slowly deployed but the distal end did not open fully. The pipeline was removed and, upon removal, damage to the distal end of the pipeline stent was observed. A new phenom 27 microcatheter was then used to deliver another pipeline shield (ped2-500-20, lot: d044999). After multiple attempts, this pipeline experienced the same distal failure to open. This pipeline too was removed and another manufacturer's device was used to complete the procedure successfully. There was no harm or injury to the patient associated with this event.